Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Lead trend and device data did not show any evidence or sign of malfunction or potential lead impairment, and x-ray imaging showed almost consistent position, but given that this patient is therapy dependent, the physician made the decision to implant a new rv lead. The previous lead was left abandoned in the patient. No additional adverse patient effects were reported.